Manufacturer narrative:
The quattro catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore, a physical investigation could not be performed and the root cause could not be determined.

Event description:
A 70-year-old male patient (90 kg) received ivtm therapy following CPR and ventricular fibrillation. The quattro catheter (lot # 198059) was successfully inserted into the patient's right femoral vein on the first attempt. The patient's temperature at the start of therapy was 36°c, with a target temperature of 34°c at the max rate. During treatment, the saline bag was found empty, triggering an air trap alarm on the console. Inspection per instructions for use (IFU) identified a leak at the proximal infusion opening of the catheter. Subsequently, a replacement quattro catheter (lot # 198059) was used; however, another saline decrease occurred after an unspecified period, again revealing a leak at the proximal infusion site upon inspection. Per the reporter, the infusion of 500 ml into the patient's bloodstream was suspected. Per the reporter, the console was determined to be functional. Following two unsuccessful attempts, the physician determined to discontinue temperature management for the patient. No further details were provided if an alternative temperature management therapy was utilized. The patient is stable, and no patient injury was reported.